Event description:
It was reported that in a literature article discussing covid-19, it was mentioned that there were two patients that were reported to have had their subcutaneous implantable cardioverter defibrillator (s-ICD) deliver an inappropriate shock. All evidence indicates the s-icds remains in service. No adverse patient effects were reported.